Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm and was beeping. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they had problems getting into certain functions. The insulin pump¿s battery was low, and it shut off and transmitter. The insulin pump had no communication. The transmitter was not working and it would not light up at all when connecting to the sensor. The insulin pump will be returned for analysis.